Manufacturer narrative:
The reported malfunction was observed during review of the system logs. However, the reported problem could not be duplicated with the device. The battery lugs were replaced as a precaution. The device was recertified and returned to the customer. The activity log was cleared by the customer and could add no value to the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) in cardiac arrest, the device displayed a "defib charging error" message. Complainant indicated that the clinician re-charged the device to continue treating the patient. Complainant indicated that the patient subsequently expired, however they believe it was not a result of the reported malfunction.